Event description:
It was reported that a critical alarm due to zero ml volume reached was heard and confirmed by telemetry. The pump had been alarming and "dry" for 3 weeks as of the date of the report. The reporter stated that the patient had missed a refill and was seeing a new doctor for the first time as a new patient. The reporter stated that the office was waiting on insurance approval to have the pump replaced. The new doctor reported that there were patient symptoms (unspecified) about 6 weeks after the "elective replacement indicator (eri) date". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).